Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: "a hernia mesh manufactured by the company which has faulted and now it used to cause toxicity in my scrotum. By radiation affirmative statements" and "this smells like something awful". H6 clinical code: e2402 - toxicity in scrotum, unspecified odor.

Event description:
It was reported that a patient underwent a hernia repair procedure in 2016 and unknown mesh was implanted. The patient reported that it has now become a bio weapon because the police and organized crime have figured out a way to heat it and cause major agonizing pain to the point of madness and suicide. These are the burns. The patient further reported having a frequency reading and many more journal entries and timelines to prove this. No further information is available.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.